Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a unrelated procedure previously. Upon interrogation, the pulse generator exhibited out put anomaly. The programmer was rebooted and re-interrogated the device and same issue persisted. The device was reprogrammed. The patient experienced no adverse consequences.